Event description:
On 2005, the pt was implanted with a vented electric left ventricular assist device (lvad). It was reported by the clinical engineer that the pt had noticed that when changing his batteries the pump had stopped. The clinical engineer checked on this, and confirmed that the system controller had caused the pump to stop. At that time the clinical engineer put in fully charged batteries. Then the clinical engineer disconnected the battery on the black power lead and the unit alarmed with a yellow wrench. He then reconnected the battery and the unit beeped. Next he disconnected the battery on the white power lead and then the pump stopped. This process was confirmed twice. At that time it was decided to change out the system controller. Since the controller change no further problems were reported. The clinical engineer is sending the system controller to the MFR for analysis. The pt remains stable and on lvad support while awaiting a heart transplant.